Event description:
Customer reported low blood glucose symptoms with result of 37 mg/dl (13:46) obtained on the aviva system. He drank a glass of orange juice and received the following results. 143 mg/dl (13:57), 95 mg/dl (13:57), 207 mg/dl (13:58), and 85 mg/dl (13:58). Low blood glucose symptoms improved in 10 minutes. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.